Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Reportedly the customer declined troubleshooting for the shut down. Subsequently the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. There was no reported adverse impact to the customer.